Event description:
A nurse reported a pt whose intraocular lenses (iols) were explanted due to halos, light sensitivity and difficulty driving at night. The lenses were exchanged for a different model lens. Add'l info has been requested. There are two medical device reports associated with these events. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other similar complaints reported in the lot number. Add'l info was requested on 10/19/2011 and 10/25/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).